Event description:
Patient received an electrical fault alarm on his heartware controller. He called the emergency line for guidance and was instructed to call ems for transport to local hospital and eventual transport to our facility for further management. All of patient's critical connections were appropriately secured including driveline and batteries. Upon ems arrival, patient's condition noted to be worsening. Ems stated they had to apply oxygen as patient seemed to be experiencing respiratory distress. During this time patient received vad stopped alarm. Shortly after this alarm occurred patient went unresponsive and went into cardiac arrest. Ems coded patient en route to local hospital. Despite significant attempts, patient was unable to be resuscitated and expired. FDA safety report ID #: (B)(4).